Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked broken belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error but pump was exposed to water. Troubleshooting was done for button error and high blood glucose. Customer's blood glucose was 571 mg/dl at the time of incident and went to the emergency room for five hours and left. Customer thought that, since the pump was wet, pump was not giving her enough insulin and caused high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.